Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the comprehensive reverse surgery, the locking ring would block the liner from locking into the tray. Another locking ring was used on the tray to complete the procedure. There was a surgical delay of five minutes to retrieve another ring.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified visible damage on the lock ring. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.